Event description:
It was reported to boston scientific via an article published in the journal of urological surgery that a study was conducted to assess the efficacy and safety of retrograde intrarenal surgeries (rirs), involving a dakota basket to extract stone fragments larger than 2 mm and a sensor wire to perform a cystoscopy and retrograde pyelography evaluation. The study consisted of 1067 patients that underwent rirs procedures between 2016 and 2021, where 59.8% were males and 40.2% were females. It was stated that one of the patients experienced fever, pancytopenia, and hepatosplenomegaly that was diagnosed with hemophagocytic syndrome. This patient died from multiorgan failure during the postoperative third week of the rirs. No further information has been provided.

Manufacturer narrative:
Akgul, m., cakir, h., cinar, o., ozman, o., basatac, c., siddikoglu, d., dogan, c., baseskioglu, a. B., yazici, c. M., sancak, e., akpinar, h., & onal, b. (2023). The efficacy and safety of retrograde intrarenal surgery: a multi-center experience of the rirsearch group study. Journal of urological surgery, 10(2), 119-128. Https://doi.org/10.4274/jus.galenos.2023.2022.0039. B2 date of death and b3 date of event: exact dates unknown, publish date has been used instead.

Manufacturer narrative:
Akgul, m., cakir, h., cinar, o., ozman, o., basatac, c., siddikoglu, d., dogan, c., baseskioglu, a. B., yazici, c. M., sancak, e., akpinar, h., & onal, b. (2023). The efficacy and safety of retrograde intrarenal surgery: a multi-center experience of the rirsearch group study. Journal of urological surgery, 10(2), 119-128. Https://doi.org/10.4274/jus.galenos.2023.2022.0039 b2 date of death: the date of death was not provided, but it is probable that it occured between 2016 and 2021, which is the timeframe used in the study. B3 date of event: corrected, exact date unknown, publish date has been used instead. H6 patient codes have been updated.

Event description:
It was reported to boston scientific via an article published in the journal of urological surgery that a study was conducted to assess the efficacy and safety of retrograde intrarenal surgeries (rirs), involving a dakota basket to extract stone fragments larger than 2 mm and a sensor wire to perform a cystoscopy and retrograde pyelography evaluation. The study consisted of 1067 patients that underwent rirs procedures between 2016 and 2021, where 59.8% were males and 40.2% were females. It was stated that one of the patients experienced fever, pancytopenia, and hepatosplenomegaly that was diagnosed with hemophagocytic syndrome. This patient died from multiorgan failure during the postoperative third week of the rirs. No further information has been provided.